Event description:
The patient¿s pump was noted to have been replaced because of a refill problem. This was discussed in the context of a difficulty injecting the fill port. The medications used within the system were unknown. Please see manufacturer's report #3004209178-2012-07685 for similar issues regarding the patient's device system as of (B)(6) 2013.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).